Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button was tested successfully and the functionality fulfill the product specification instead the menu button does not respond to commands due to the contamination inside the button housing. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, the patient reported that the up button on his infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.